Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hysterectomy procedure, the tissue pad fell off and into the patient. The tissue pad was found and removed. The procedure was completed with another like device with no patient consequences reported.